Event description:
It was reported that during an endobronchial ultrasound-guided transbronchial needle aspiration procedure for suspected peripheral lung cancer, the ultrasonic probe was used in combination with the single-use guide sheath. Upon removal from the patient, it was observed that approximately 5cm of the probe's coating had peeled off. CT and fluoroscopy were immediately performed to check for retained fragments, and none were detected. The procedure was completed and the patient was discharged on (B)(6) 2025. On (B)(6) 2025, the patient's condition suddenly deteriorated, requiring emergency intervention. The patient was transferred to the hospital where death was confirmed the same day. The cause of death was documented as unknown, and no additional information regarding autopsy findings or contributing factors was available. There were no reports of procedural complications, immediate post-procedural adverse events, or confirmed device-related injury. There was no reported malfunction or issue with the single-use guide sheath.

Manufacturer narrative:
This report is related to the following linked patient identifiers: (B)(6). There was no alleged device failure. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.